Manufacturer narrative:
A stryker field service representative (fsr) evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.